Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. At the 45 day routine follow up, the physician performed imaging that revealed the closure device had embolized into the descending aorta. The patient was taken to the operating room where the closure device was removed percutaneously. The patient fully recovered and was discharged.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. At the 45 day routine follow up, the physician performed imaging that revealed the closure device had embolized into the descending aorta. The patient was taken to the operating room where the closure device was removed percutaneously. The patient fully recovered and was discharged. It was further reported that at the 45-day routine follow up visit, the imaging performed was transesophageal echocardiogram (tee). The patient had reported shortness of breath symptoms since the index procedure. The patient was hospitalized for three (3) days following, as there was a drop in hemoglobin to 5.5 and it required a blood transfusion.

Manufacturer narrative:
H6: code changed from no clinical signs, symptoms, or conditions to dyspnea and anemia h6: code additions: blood transfusion, analysis of data provided by user/third party, known inherent risk of device. Procedural media was provided to aid in the investigation and was reviewed by a member of boston scientific global medical safety organization. The media review report concluded: three (3) procedural transesophageal echocardiogram (tee) video loops were submitted for review. The 47-degree view showed implantation of the watchman flx pro closure device at the ostium, no shoulder and no leak with adequate compression. The 136-degree view showed a posterior shoulder of about 1/3 and a flat distal face of the closure device suggesting low compression. The 0-degree view showed a lateral shoulder of more than 1/3 and a low compression with a slight tilt of the closure device. The device was also not filling the distal volume of the laa. Based on the limited media available, it seemed that the proximal position in some views and the low compression might have contributed to the embolization (the embolization is not shown in the media).

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiography (tee) was used for intraprocedural imaging. A 27mm watchman flx pro closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted. At the 45 day routine follow up, the physician performed imaging that revealed the closure device had embolized into the descending aorta. The patient was taken to the operating room where the closure device was removed percutaneously. The patient fully recovered and was discharged. It was further reported that at the 45-day routine follow up visit, the imaging performed was transesophageal echocardiogram (tee). The patient had reported shortness of breath symptoms since the index procedure. The patient was hospitalized for three (3) days following, as there was a drop in hemoglobin to 5.5 and it required a blood transfusion.

Manufacturer narrative:
B5: information added. H6: code changed from no clinical signs, symptoms, or conditions to dyspnea and anemia h6: code additions: blood transfusion, analysis of data provided by user/third party, known inherent risk of device. Procedural media was provided to aid in the investigation and was reviewed by a member of boston scientific global medical safety organization. The media review report concluded: three (3) procedural transesophageal echocardiogram (tee) video loops were submitted for review. The 47-degree view showed implantation of the watchman flx pro closure device at the ostium, no shoulder and no leak with adequate compression. The 136-degree view showed a posterior shoulder of about 1/3 and a flat distal face of the closure device suggesting low compression. The 0-degree view showed a lateral shoulder of more than 1/3 and a low compression with a slight tilt of the closure device. The device was also not filling the distal volume of the laa. Based on the limited media available, it seemed that the proximal position in some views and the low compression might have contributed to the embolization (the embolization is not shown in the media). With all the available information, boston scientific (bsc) concludes: device history record review . A review was completed of the device history records (DHR) for the watchman flx pro laa closure device with delivery system, part #m635wu60270. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Device technical analysis . The watchman flx pro laa closure device with delivery system was disposed therefore returned device analysis could not be completed. Labeling review . There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include embolization (dyspnea), and anemia requiring blood transfusion. Risk review. A risk review was completed and confirmed that the events of embolization (dyspnea), and anemia requiring blood transfusion were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion . Bsc has assigned an investigation conclusion code of known inherent risk of device.